Event description:
The plaintiff's atty alleged that the pt experienced non-st-segment elevated myocardial infarction; cardiac symptoms; cardiomegaly and expired two days later. These claims were allegedly caused by exposure to the prod administered during dialysis treatment.

Manufacturer narrative:
Code was used for the cardiomegaly event as there is no other code the best describes such event. This is one event for the same pt involving two separate products.